Event description:
A customer reported that they obtained imprecise sequential readings on their optium meter. The customer reported that they obtained readings of 24.9 mmol/l and 3.2 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fall in the 'c' zone which are considered to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.